Manufacturer narrative:
Product event summary: data files were returned and showed an unrelated system notice. Temperature, flow and pressure curves were all normal upon data file analysis as well. The product was not returned for analysis. A clinical adverse event occurred post procedure.

Event description:
It was reported that twelve days post procedure, the patient presented to the emergency room with chest pain and had a computerized tomography (CT) scan which showed an abnormality and exploratory surgery was done which showed results of "de-vascularized (B)(6)" in the esophagus and pericardium. It was further reported that during the initial procedure, the esophagus probe used to monitor temperature was at one point observed to be in the stomach and when the probe was moved to the esophagus the temperature read twenty four degrees, so the cryo application was stopped. The patient was reported to be recovering post surgery and no further patient complications have been reported as a result of this event.

Event description:
Information received indicates that the patient had an esophagus repair which demonstrated a fistula was present from the esophagus to the pericardial sac. The patient recovered well post repair with no loss of physical function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.